Event description:
A patient specific implant, placed on an unknown date, will be removed due to patient developing an infection.

Manufacturer narrative:
Additional information has been requested. Investigation is ongoing. Review of manufacturing records has been requested.